Event description:
A malfunction alarm identified as malf 0 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, although the customer was unable to proceed without a charger and was advised to call back once a charger was available. It was detrmined caller performed the pump reset on their own. Malfunction code did not recur, customer may continue to use the pump.